Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be fully interrogated. The interrogation would reach 80% completion, and then the programmer exhibited an out of range telemetry message. It was reported that this device had previously been programmed to 0% storage in the atrium, as described in the functional latching field communication. It is suspected that this device has latched. The device was explanted, and will be returned to guidant for analysis.